Manufacturer narrative:
The repair inspection found the scope has a broken eyepiece component. The inspection also noted the rigid outer tube has scratches. The investigation is still ongoing; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The customer high-definition quick lock, autoclavable telescope was returned to the olympus (oekg) repair center for a reported mechanical defect, abnormal noise sound. The customer reported problem was found during preparation for use. Upon inspecting and testing, the eyepiece component was found broken. No death or injury and no impact to patient or other has been reported to olympus. This report is being submitted to capture the broken eyepiece component.